Manufacturer narrative:
Overall investigation summary: a hospital reported to guerbet service that while injecting gadovist (bayor) contrast media, using their optistar elite injector, they believe they experienced 3 pressure limited injections within the past month. The hospital claimed that when the injector reaches a pressure limit, the flow rate of the contrast media being injected is reduced, then speeds back up again. In each case the patient felt nauseated after the start of the injection. Although the hospital wasn't certain if there was a connection between the pressure limiting and the patients feeling ill, the manager wanted the injector checked. Guerbet's field service engineer went on-site to examine the injector. A review of the injector's event logs showed that only 1 injection did not reach its programmed flow rate. This occurred on (B)(6) 2020, when a pressure limit of 150psi was reached. During the pressure limit, the injector functioned as designed, temporarily lowering the programmed flow rate from 2.0ml per second to 1.6ml per second. The fse continued to check the injector and verified proper operation according to optistar elite mr contrast delivery system test and inspection data checklist (B)(4). The injector proved fully functional and was returned to customer use. A guerbet application specialist was sent to the hospital to explain how the pressure limiting safety feature works, and how it protects the patient by temporarily lowering flow rate to avoid an over-pressure condition. Additionally, the application specialist provided tips on how to prevent a pressure limit situation, i.e. Ensure there are no kinks in any of the tubing leading to the catheter. In regards to a pressure limiting/nausea relationship: guerbet's technical support reported that they have never heard of a relationship between the two. A review of guerbet's complaint tracking system shows no similar issues reported on this unit. Impact assessment summary: n/a. Root / probable cause code: unknown. Root / probable cause summary: refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management review meetings to consider input for corrective action. Complaint confirmed. Yes. Disposition summary: unit remained in service.

Event description:
This incident was reported by the facility on (B)(6) 2020. This incident occurred on (B)(6) 2020. Incident: during a optistar injection the technologist said the injector began to pressure limit lowering the flow rate and a few seconds later the patient began to feel sick. The tech thought the injector slowed the flow rate for some reason and then he's feeling is that it increased the flow rate to a higher rate causing the patient to get nausea.